Event description:
It was reported by service report that the foot-end won't rise, and foot-end cover pads have worn and split. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged foot-end cover with sharp edges.